Event description:
It was reported that the patient talked to himself, was paranoid, and had obsessive compulsive behavior. The patient believed that people were breaking into his house. He had hallucinations. The patient did not believe there was a problem and he ¿couldn¿t see his own behavior¿. The patient did not think he was seeing things because he thinks the things he was seeing were real. The patient had this reaction about six years ago. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).